Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-26us, serial #: (B)(4), ubd: (B)(6) 2024, UDI#: 00763000211110. Product analysis: no product was returned. Conclusion: without the return of the products, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, the perimeter of the annulus measured 66.0mm. Balloon aortic valvuloplasty (bav) was not performed due to moderate amount of calcification. The valve was deployed up to 80% at a depth of 2mm on the non-coronary cusp (ncc) in cusp overlap view. In a left anterior oblique (lao) view, the valve was at a depth of 4mm on the left coronary cusp (lcc). The valve was released and dislodged out of the annulus. A snare was used to pull the first valve above the sinotubular junction (stj). A second valve was deployed slightly deeper. The final depth of the second valve was 4mm. Trace paravalvular leak (pvl) and a gradient of 4mm and were noted. The patient was stable during and immediately after the procedure. Three days post implant, neurological findings and hypertension were noted. Computed tomography (CT) showed a small, contained dissection behind the valve stent frame. Subsequently, the patient died. Per the physician, the cause of death was unknown. Per the physician, it was unknown if the valves caused or contributed to the death.

Manufacturer narrative:
Conclusion: the device history record for the first complaint device was reviewed and showed that the product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the DHR for the second complaint device was not required as the event description does not indicate a potential manufacturing issue. However, manufacturing controls are in place to ensure that the device met specification requirements prior to release from the manufacturing facility. Potential factors that can influence a dislodged valve include tension applied on the dcs during positioning, calcification levels in the native vessel, inadequate deployment due to improper sizing between valve and annulus, irregular patient anatomy, or incomplete frame expansion. Dislodge events are typically not related to a device malfunction. This event does not allege a device malfunction occurred. Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions, and a conclusive cause could not be determined from the limited information available. A mild/ trace pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. Hypotension is a known potential adverse effect per the device instructions for use (IFU). It is an effect that is highly dependent on the patient's pre-procedural condition and can occur despite a normally functioning device or model implant procedure. In this case, the hypotension was most likely the result of the reported dissection located behind the valve stent frame. In this event it was reported after the valve dislodged, a decision was made to snare the valve above the sinotubular junction. It should be noted that use of a snare to reposition the valve after deployment is complete is not recommended per the IFU. The IFU states: once deployment is complete, repositioning of the bioprosthesis (for example, use of a snare and/or forceps) is not recommended. Repositioning of a deployed valve may cause aortic root damage, coronary artery damage, myocardial damage, vascular complications, prosthetic valve dysfunction (including device malposition), embolization, stroke, and/or emergent surgery. Most likely the snaring of the first valve led to the reported dissection. The report of patient expiration was ascertained as being due to an unknown cause. As neither an autopsy nor an explant was reported to have been performed, a conclusive assessment of the relationship between the event and the device could not be reached. A procedure- or valve-related death is an inherent risk when the patient condition is such that a percutaneous aortic valve is needed to sustain cardiac function, and it can occur despite an ideal implant procedure or device functionality. No allegations were made against the device, and there was no indication that a malfunction or misuse contributed to the reported events. The physician stated that it was unknown if the valves caused or contributed to the patient death. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.